Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected out-of-range right ventricular (rv) lead shock impedances. The patient was referred back to their physician. The patient was seen in clinic and the impedances have been greater than 125 ohms consistently. The alert notification cut off was increased and the patient will be monitored. No surgical intervention is planned and both products remain in service. No adverse patient effects were reported.